Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed into the pt's subclavian. The catheter in place for 48 hours when they discovered the catheter completely from the pt. As a result, the pt was returned to surgery to have a new catheter placed. Add'l info received on (B)(6) 2012 states the catheter was placed into the upper shoulder area. The catheter was sutured into place as well as the clamp being sutured. There was no blood loss and no pt complications were reported.